Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 600 mg/dl. The customer treated with the insulin pump. The customer's blood glucose reading went down to 157 mg/dl. The customer was helped with making sure the settings were correct. The customer was advised to call her doctor regarding the high readings. The customer was advised to call back for further assistance if needed. The insulin pump was not replaced or returned for analysis.